Event description:
A physician attempted arteriotomy closure with the starclose vascular closure system. The patient experienced pain on deployment of the device. The patient subsequently was found to have a 2cm pseudoaneurysm and a pelvic hematoma of 7-8cm between the rectum and bladder. The patient was readmitted to the hospital for three (3) days and was treated with ultrasound. It was reported that the patient has fully recovered.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.